Event description:
It was reported that the customer's insulin pump was damaged. The case was damaged near the insulin pump's display. The customer's blood glucose level was not reported. The product was returned. Nothing further to report.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, cracked belt clip slot, scratched case, and cracked battery tube threads.